Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Product complaint#: (B)(4). Corrected data: concomitant medical products. UDI:(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. The complaint device is not being returned, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. This serial number belongs to an old legacy device. A review of lot/batch history for each legacy fms product complaint received by mitek is not recommended since legacy manufacturing no longer exists, and it is no longer possible to make process corrections or corrective actions. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot = this serial number belongs to an old legacy device. A review of lot/batch history for each legacy fms product complaint received by mitek is not recommended since legacy manufacturing no longer exists, and it is no longer possible to make process corrections or corrective actions.

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). (B)(6).

Event description:
It was reported that during an unknown procedure the device was coming under pressure in a random way and the cable gets stuck. The procedure was successfully completed. No harm to the patient reported. Customer unable to confirm if there is a delay and how long.